Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood/body fluid was noted on all conductors (not obstructed). (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood/body fluid was found on all conductors (not obstructed).

Event description:
It was reported that two different left ventricular lead implants were attempted, but high thresholds and phrenic nerve stimulation occurred. The leads were not implanted. No further patient complications were reported as a result of this event.